Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx sling on (B)(6) 2013. Three weeks after the procedure, the patient experienced right groin pain followed by left groin pain. The patient had a removal of the entire mesh on (B)(6) 2013. The patient was reported to be fine after the surgery.